Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and siemens headquarter support center (hsc) reviewed the data provided. Siemens found multiple alerts with the water supply water purification module (wpm). The customer reported that they have been experiencing water quality issues. The customer replaced the pro-guard and cleaned and aligned the probes. A siemens representative remotely rinsed the water system. The customer ran quality controls (qc) which were within range. Siemens determined that the potential cause of the issue was due to poor water quality at the time of the initial results. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Six discordant, falsely high carbon dioxide patient results were obtained on a dimension vista 500 instrument. Five of the six initial results were not reported to the physician(s). Sid (B)(6) initial result was reported to the physician(s). The same samples were repeated on an alternate dimension vista 500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high carbon dioxide patient results.